Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 500 mg/dl. Customer treated their blood glucose with a bolus delivery. The customer's current blood glucose was 142 mg/dl. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting did not find any air bubbles or leaks present on the insulin pump. The insulin pump also passed a high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.